Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she received a no delivery alarm because the reservoir was empty; she was changing it and received the button error during rewind. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms note during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.